Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
It was reported to philips that the plate hasd attenuation and wasn't sensitive. This was further clarified by a philips fse as a spark was produced between the paddle and paddle tray when energy is discharged. There was no patient involvement.